Manufacturer narrative:
The controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Analysis of the device revealed that the device failed to meet specifications. The display was found to be non-functional. Leds were illuminated but lcd segments were off. Power, flow, rpm parameters and alarm information could not be read. Therefore, the reported event was confirmed. Functional testing revealed that the controller failed due to a faulty display, preventing the controller to display all information properly. There are no known clinical factors that could have contributed to this event. The most likely root cause is a faulty display board.

Event description:
It was reported that the controller completely failed. It is not possible to read out any data. Controller was exchanged without any impact on the patient. Patient is doing fine at home. Pump remains implanted, controller to be returned.

Manufacturer narrative:
Pump still implanted, controller is to be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The percutaneous driveline is connected to the controller, which must always be connected to two power sources - an ac adapter or dc adapter and/or rechargeable batteries. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The controller interfaces with the monitor through a data port. Device remains implanted